Manufacturer narrative:
Through troubleshooting it was found that ise reference reagent was loaded incorrectly prior to the event. The ise reference tubing was not reattached and the reagent was not scanned correctly. The ise system was not recalibrated per procedure after loading the reagent and the qc was not run. Loading the reagents properly, and calibrating followed by qc resolved the problem. The system was verified by precision studies. Normal operation was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to suppressed and erratic ise (ion selective electrode) results generated by unicel dxc 600 synchron chemistry analyzer. The results were not reported out of the laboratory. The samples requiring immediate results were sent to another laboratory for analysis. Patient results were delayed but there was no report that the patient treatment was affected due to the delay.